Event description:
On (B)(6) 2019 an i.v. Station onco device mislabeled preparations. Several preparations came out of the device without a label followed by a preparation labeled with the wrong information due to overprinting. The unlabeled and mislabeled preparations were identified and as such there is no adverse patient effect. However, if this malfunction were to recur and incorrectly labeled preparations were administered, it could result in serious injury and/or death.